Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. The left ventricular lead was discovered to be dislodged. Physician decided to program the lead off. On (B)(6) 2019, the lead was explanted and replaced. Patient was stable post procedure.